Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior cervical discectomy and fusion application of plate and l4-5 spondy. It was reported that the screwdriver broke. There were no patient symptoms reported. There were no further complications reported regarding the event. (B)(6) 2024, email (rep): additional information received. Handle will not ratchet.

Manufacturer narrative:
H3: product analysis of part # 9790913, lot # kh18e608 - visual and optical examination revealed the portion of the driver¿s tip that interfaces with the screw is stripped. The edges have been rolled over and deformed. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-20, email (rep): additional information received.